Manufacturer narrative:
The ge rep conducted an onsite investigation. The rep reseated the printed circuit boards and connectors. The system was tested and is now operating as intended.

Event description:
The customer reported that the 6600 system displayed a overheating error message and would not boot up. No pt injury was reported.